Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead could not be inserted into the header block. The reporter stated that the lead had been removed and re -inserted numerous times with no success in getting the lead past the third electrode in the header block. The set screws were loosened and re-inserted but that did not improve the situation either. However, there were no issues when a small wire was inserted through the header block. The implantable neurostimulator (ins) was replaced with a new one and no issues were reported inserting the lead into the second ins. The reporter indicated that it looked like the header of the device was defective. It was noted that the patient was doing well.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the setscrew was backed out too far.